Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what vessel or structure was the device fired on at the time of the event? Renal vein. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, using a ligaclip the first clip applied correctly but the second clip was malformed and did not close properly on the vessel. Procedure was completed using a competitor's clip applier. No patient consequences reported.